Event description:
It was reported that an alert for high, out of range, high voltage lead impedance was received via merlin.net. Programming changes and further investigations were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.